Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that her therapy was turning off and on. She had a sudden return of symptoms when the therapy turned off. The rep met with the patient and all of the impedances were good. She only felt a return of symptoms for a few seconds and it only occurred when she was at work sitting at her desk; she typed on a keyboard. The rep had the patient palpate the implant to see if the issue occurred, but there were no issues. The patient also felt a surge inside her head for a second or two. She felt it three times on (B)(6) 2016, once on (B)(6) 2016, and it happened the morning of (B)(6) 2016. The rep later reported that the cause of the therapy turning on and off was not determined. Electrode impedance testing while trying to reproduce the same situation when the event occurred was performed. However, all results did not produce a loss of therapy. The patient was encouraged to increase the frequency of charging the implant and to document when the issue occurred again. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.